Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had received an alarm on monday, (B)(6) 2014 and counting up from 1 to 8 and then the pump reset itself. Ever since then, the pump has been normal. Customer's blood glucose level was 170 mg/dl and their most current reading was 141 mg/dl. Customer had a displayable history check failed on startup alert. Customer declined troubleshooting since the pump was working correctly. Customer ran self test and the pump passed. No further assistance at this time.